Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with multiple implantable cardioverter defibrillator (ICD) shocks for ventricular tachycardia (vt), right heart failure (rhf) and right ventricle (rv) failure. The patient¿s ICD was turned off and the patient was discharged on hospice. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25nov2019. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. A specific cause for the reported right heart failure and ventricular tachycardia as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. The patient passed away on (B)(6) 2022. No product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Prior to the patient's death they received multiple shocks from their implantable cardioverter defibrillator (ICD) while experiencing ventricular tachycardia. The patient's ICD was turned off and they were discharged to hospice due to their right ventricular failure. The patient's death was not considered to be device related. It was reported that the device operated as expected. The patient did not have a history of ventricular tachycardia prior to the lvad. The patient's right heart failure had been present prior to the lvad.